Event description:
Information received by medtronic stated that the keypad buttons of insulin pump was unresponsive. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unresponsive keypad and cosmetic damage (damaged serial number label) found on (B)(6) 2021. The pump passed the displacement test, however failed the self test due to a pump error 63 alarm. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome no crease and moisture damage due to dried insulin on the motor slide. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 18:37:24 and (B)(6) 2021 at 12:17:10. Pump passed the keypad voltage test. Pump error 63 was found in the history file on (B)(6) 2022 at 04:30:00, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, serial number label missing, keypad overlay texture damage, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged serial number label) was confirmed during visual inspection where serial number label missing was noted. Customer allegation of keypad unresponsive / button error alarm confirmed due to flattened keypad dome (no crease). Pump error 63 alarm was confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Moisture damage was confirmed due to dried insulin on the motor slide. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.